Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus sales representative (rep) reported that the customer's 150 micron tfl single use fiber was damaged upon opening the box. According to the rep, the laser fiber was noted broken after removing it from the box. There was no patient involvement during this event.

Manufacturer narrative:
This report is being submitted to correct the manufacturing report number from (B)(4) to (B)(4). The legal manufacturer's information for the subject device has been updated/corrected accordingly. Should additional information be made available prior to the conclusion of the investigation, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported fiber that was frayed/fractured. A definitive root cause for this issue was not established. However, it is probable that the failure of the fiber was due to mishandling. The fiber was broken right behind the strain relief. It appears that the cause of the failure is that the fiber was stressed enough to create a fracture or break. Olympus will continue to monitor field performance for this device.